Event description:
It was reported that during a lap cholecystectomy, the clip crossed when it deployed over the duct. A second clip was applied and the same thing happened. The crossing of the clips didn't allow much room, so the physician removed one of the clips which likely caused a tear in the duct. A new clip applier was opened and used to complete the procedure. The pt then presented with a leak. Two days later, the surgeons attempted to place a stent in the common bile duct and perforated the duodenum. They opened the pt and closed the cystic duct and sewed over the perforation. The pt is home now and recovering.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.